Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, but the reported condition of the device leaking during usage could not be confirmed.

Event description:
It was reported that the drill began leaking a "dirty, silver sludge" during an implant procedure, and then eventually the device froze up. The substance did not come into contact with the surgical site. There was no reported patient or user injury, and the procedure was completed successfully with another device. There was no additional or continuing treatment required.